Event description:
During the device evaluation, the gastrointestinal videoscope displayed foreign objects at the distal end and nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the foreign material was identified as histoacryl, however, the cause of the foreign material remaining in the device could not be specified. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.